Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring urinary incontinence and product performance issues with an artificial urinary sphincter (aus), leading to a surgical intervention. All components of the existing aus were explanted and replaced with a new aus. Upon inspection of the explanted device, the physician filled each component with solution and a hole was identified on the cuff. No patient complications were reported. There were no patient complications.